Event description:
A pharmacist of the facility reported to baxter (B)(4) of a solution administration set in which operator found a deformed spike. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted. Evaluation summary: the customer reported condition was confirmed during sample evaluation. One actual defective sample was returned at the plant for evaluation. The unit was visually checked .the visual inspection revealed that the end of the spike showed inadequate molding in the raw material part. No further testing was performed. The root cause of the reported condition is unknown.